Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The device was not returned to OEM (original equipment manufacturer) for evaluation, therefore a conclusive root cause could not be determined. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received at olympus (B)(4). Functional testing was not performed as the device was returned with blood stained and noted to be a biohazard. Visual inspection was performed based on appearance of the device and found no abnormalities in the shape of the device. Root cause of the issue is unknown as functional testing was not performed. Probable cause of the issue of outer blade does not rotate may be due to a manufacturing defect of the rotation knob and the cylinder of the inner blade was damaged. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an ess (endoscopic sinus surgery), the device inner blade stopped rotating and then resumed rotation while exhibiting an abnormal noise and was not operating smoothly. No further details provided regarding the event. No patient harm or injury reported due to the event. No user injury reported.